Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2003, three gore excluder excluder endoprostheses were implanted. On (B)(6) 2005, the devices were explanted.